Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported "rupture", "pain", "capsular contracture baker grade iii". Patient also reported "auto immune symptoms", "hair falling out" and "toxicity symptoms" that are not device related. Motrin 600 mg was prescribed. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "rupture", "pain", "capsular contracture baker grade iii". Patient also reported "auto immune symptoms", "hair falling out" and "toxicity symptoms" that are not device related. Later healthcare professional reported "capsular contracture baker grade iii" and "implant appears grossly intact", rupture has been removed. Motrin 600 mg was prescribed. This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of rupture is no longer reportable. Information received stated the device was grossly intact.